Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced the o2 cell. Run post extended self-test (passed). Conducted o2 blending accuracy verification (fio2) (passed) fi02 21% 60% 90% 100% all within specifications. Conducted 02 inlet verification. Conducted compressor check test. Unit is functioning properly at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that fraction of inspired oxygen is inaccurate on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.